Event description:
The biomedical technician reported that during a case the system stopped working. The surgeon finished the case via manual oil injection. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and found intermittent system messages in the event log. The system did not boot up or shut down properly during the service check. The host module, pressure vacuum manifold, service header assembly, standby switch, cpc connectors, solenoids and latch seal were replaced. The settings were then reinstalled, the software was updated, and preventive maintenance was completed. The company service representative is sending in the parts for in house testing. The system was then tested and met all product specifications. The system had not been serviced by a company service representative since 2003. The customer was advised alcon recommends preventive maintenance twice a year. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available.